Event description:
The customer states that patient's hematology results generated using a cell-dyn 1800 analyzer were questioned by a medical practitioner. The results were flagged by the analyzer as low or critical low. The sample was sent to a reference lab and the results were significantly higher compared to the cell-dyn 1800 results for multiple parameters including wbc, rbc, hgb and plt. There were no adverse outcomes reported related to this issue.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.